Manufacturer narrative:
Device was not returned for analysis of reported error code 1720. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
E1: facility name "infusystem inc. -- ((B)(6) hospital)". H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had an error code 1720, and the patient was given new pump. The event occurred while in use. No patient harm/adverse event reported.